Event description:
It was reported that the patient underwent an initial right total shoulder arthroplasty. Subsequently, it was reported that the patient's shoulder replacement is coming apart. No medical or surgical intervention was reported as a result of this event. No further information available.

Manufacturer narrative:
D10: 300-01-15 - equinoxe, humeral stem primary, press fit 15mm (B)(6). 300-10-45 - equinoxe replicator plate 4.5mm o/s (B)(6) 300-20-02 - equinox square torque define screw drive kit (B)(6) 310-01-50 - equinoxe, humeral head short, 50mm (beta) (B)(6). 314-13-34 - equinoxe cage glenoid l, post aug, right (B)(6). 315-35-00 - glnd kwire (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.